Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, diabetic ketoacidosis and hospitalization. Customer¿s blood glucose level was 392 mg/dl. Customer treated their high blood glucose levels via insulin drip. Customer¿s current blood glucose level was 182 mg/dl. Customer was admitted to the hospital on (B)(6) 2018 due to diabetic ketoacidosis. Troubleshooting was not performed. The insulin pump will not be returned for analysis.